Event description:
Pump was reported to have a cartridge change error, beginning a few months ago, with only the old cartridge fitting correctly while new ones did not. There was no adverse impact to the customer¿s blood glucose level. Customer was able to load the cartridge and resume insulin delivery.